Event description:
The user reported that the pressure infusion bag pressure slowly deflated. The user reported that this had happened several times, but did not give any clinical details for those events. No harm or injury to the pt was reported.

Manufacturer narrative:
No device is expected to be returned for investigation. A follow up report will be submitted when the evaluation has been completed.